Manufacturer narrative:
The cartridge sample was returned to manufacturer for evaluation. The cartridge tube (near the tip) was observed with a crack defect. The cartridge was visually inspected under microscope and viscoelastic residues were detected inside the cartridge tube/tip, indicating the device was handled and prepared for surgical use. Cartridge crack was observed (on cartridge tube) in the product returned. However, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece tool during surgical process. The rod tip protrudes through the cartridge tube creating cartridge cracked. Therefore, the reported issue as cartridge cracked was confirmed. Manufacturing records were reviewed and the cartridge was manufactured and released according to specification. There were no non conformances with respect to the manufacturing process and there were no nonconformity reports. Based on the manufacturing records review, analysis of the returned product, historical complaint review and non-conformance review, there is no indication of a product malfunction or product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) came through the bottom of the cartridge when it was advanced. No patient contact reported and no further information provided.